Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. This event relates to the same patient. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Operative notes from latest revision indicate the following: "unfortunately, he developed extensor mechanism instability and he returned to the operating room on (B)(6) 2014 for an open patellar realignment procedure with lateral release..."

Event description:
Operative notes from latest revision indicate the following: "unfortunately, he developed extensor mechanism instability and he returned to the operating room on (B)(6) 2014 for an open patellar realignment procedure with lateral release..."

Manufacturer narrative:
An event regarding instability involving a triathlon patella was reported. The event was confirmed through provided operative notes. Method & results: -device evaluation and results: not performed as no device was returned, it remains implanted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the primary harm involved is soft tissue instability s/p tka. There is no evidence for defect in the implants or their manufacture. It appears that from the time of the index surgery that the patient had difficulties with soft tissue balancing and constraint. The potential reasons for this were not evident in the limited information reviewed. -device history review: indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been one other similar event for the lot referenced. Conclusion: the medical review indicated :a review of the provided medical records by a clinical consultant indicated: the primary harm involved is soft tissue instability s/p tka. There is no evidence for defect in the implants or their manufacture. It appears that from the time of the index surgery that the patient had difficulties with soft tissue balancing and constraint. The potential reasons for this were not evident in the limited information reviewed. Further information such as product return, pre and post op x-rays from the index and revision surgeries, operative reports, surgical implant records from the surgeries, outpatient office/clinic notes as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.